Event description:
The customer reported that nursing staff which was checking on a patient noticed the product was not on. The nursing staff stated no errors were noticed due to the system being off. The ventilator was on a patient. There was no patient injury reported. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.